Manufacturer narrative:
This medwatch report is for the suspect device used in system 2. Reference medwatch report with (B) (4) for other results reported on the suspect device used in system 1.

Event description:
The customer reported the ventilator was alarming when the unit was powered on. The ventilator was not in use on a patient, therefore there was no patient harm or involvement. The manufacturer's service technician confirmed the ventilator would intermittently power on. The service technician replaced the cpu pcb to correct the finding. Extended self testing (est) and applicable final testing was completed and the unit passed per operating specifications. During testing of the cpu pcb the ventilator would not perform power on self test. Failure analysis indicated a 24v failure. If the failure were to occur during in use operation a vent inop could occur. Vent inop during use will alarm and stop providing ventilatory support to the patient.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2. Reference medwatch report with (B) (4) for other results reported on the suspect device used in system 1.

Event description:
Reporter alleged obtaining the results of 180 mg/dl and 447 mg/dl on aviva system 1 back to back within 10 minutes. Reporter stated that the customer obtained another result of 199 mg/dl on aviva system 2 within 10 minutes of the 447 mg/dl result obtained on aviva system 1. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.